Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.